Event description:
During an ultra low anterior resection procedure, after firing the device, when placing the bowel sizer, it went straight through where the staple line should have been. The surgeon observed staples, but they had not formed into b shape at all. There was no reported pt consequence.